Event description:
Engaged with payment dispute with medical supply company who refuses to accept my valid insurance or submit it to insurer for payment. They have been remotely deleting the prescription in the machine. This causes it to default to provide no pressure and be useless, which could result in stroke/death, etc. From sleep apnea.